Event description:
During a duodenectomy procudure, one side of the staple line had malformed (open shape) staples. Some force to fire was needed. It was completed by additional suture. No pt consequence.